Event description:
The customer called to report a blank display, constant tone and buttons not responding. Troubleshooting was performed, and the issues continued. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display. No constant tone alarm was noted.